Event description:
A malfunction alarm identified as malf 9 occurred, but there was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump after the malfunction alarm did not recur. The customer was advised to continue using the pump and to report any future issues if the malfunction code reappeared, which the customer acknowledged and understood.